Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p180001. After investigation the event is considered reportable. Summary of investigational findings: a patient underwent treatment for dissection. A non-cook stent graft was deployed in the descending thoracic aorta and the zdes-46-185 (complaint device) was deployed in the abdominal aorta. Deployment was successful, but the trigger wire was reported to be "stiff" to manually remove. When the wire was exposed, it became evident that the wire was wrapped around the delivery system, why it had required a lot of force to pull out the wires. According to the physician, the green knob was not rotated during withdrawal and deployed as per instructions for use. There was not observed any damage to the device or the packaging before use. No adverse effects is reported on the patient, but nuisance to user, leading to prolonged surgery. An imaging review was performed by cri (cook research incorporated) according to the provided angiography and the photo's taken during the implantation ((B)(6)2024) and the complaint report generated on (B)(6)2024. The imaging reviewer found that "the trigger wires were wrapped counterclockwise 1 1/8 turns around the white handle after being extracted 21.2mm. The additional 1/8 wrap was evident in the lock screw divot and wire exit locations on the far side of the handle relative to the green knob. The divot and wire exit locations are marked with arrows. Further extraction revealed almost the entire white handle. The handle was smooth and unmarred from the wire." The zdes-46-185 was returned without stent, shipping stylet, peel away and protection tube. The green release knob with trigger wires was returned separately from the device. The device evaluation found and confirmed many of the points from the clinical assessment. The groove marks observed on the handle main body indicates that a rotation of the green release knob was performed during retraction of release wires, causing the wires to be caught between the green release knob and handle main body. The groove marks origin from the wire hole indicating that the rotation was performed as soon as the movement of the green release knob against the hub was initiated. Photos from the end user attached to the complaint report, shows the rotated green release knob located at the end of the handle main body, with the wires wrapped around the handle main body. This clearly shows that the green release knob was rotated after removing the safety lock, as it would be impossible to manufacture the device with the wires wrapped around the handle main body. Even a small unintended rotation of the green release knob during retraction, can catch the wires between the handle main body and the green release knob. Review of the device history record gave no indication of the device being produced out of specification. This device is manufactured before a corrective action was implemented by designing the knob with a inner diameter to be larger than the outer diameter on the handle, in addition to the release wire outer diameter, ensuring that the knob can't be stuck with the handle and release wires. It is therefore highly probable, that the problem is caused by the green knob sticking to the handle and when trying to withdraw the green knob in a continuous movement, a need to use extra force, induce the user to rotate the handle unconscious. The device evaluation showed that the green release knob had been rotated upon return. The observed rotation of the green release knob, could very possibly have caused the wires to get stuck between the green release knob and the handle main body, which could have been the cause to the impeded movement experienced.

Event description:
Description of event according to initial reporter: the stent did deploy as expected however it was the trigger wire which was wrapped around within the delivery system preventing them to manually pull it back easily as they usually would. The wire release mechanism was loaded in a twisted fashion and so the release mechanism did not work as described. It was eventually resolved allowing successful deployment. Patient outcome: a section of the device did remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.